Event description:
The user facility reported that as an employee was handling minncare hd disinfectant, the liquid came in contact with their eye. Medical treatment was sought and administered (saline flush).

Manufacturer narrative:
Through follow-up with user facility personnel, steris was informed that the employee subject of the reported event was not wearing proper ppe while they were diluting the disinfectant, specifically goggles or a face shield as stated in the instructions for use. The minncare instructions for use states, "personal protective equipment (ppe), handlers must wear: goggles or face shield, and protective rubber gloves." The instructions for use give the user the following cautions when using the minncare dh disinfectant, "corrosive. Causes irreversible eye damage. Harmful if absorbed through skin. Do not get in eyes, on skin, or on clothing. Avoid contact with skin. Prolonged or frequent repeated skin contact may cause an allergic reaction in some individuals. Wash hands before eating, drinking, chewing gum, using tobacco or using the toilet. Remove contaminated clothing and wash hands before reuse. Caution should be used when applying indoors because pets may be at risk. If in eyes, hold eye open and rinse slowly and gently with water for 15-20 minutes. Remove contact lenses, if present, after first 5 minutes, then continue rinsing. Call a poison control center or doctor for treatment advice." No additional issues have been reported.